Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the best estimate is between (B)(6) 2018 and (B)(6) 2018. It was indicated that neither the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric symfony intraocular lens (model zxt225 +20.0 diopter) was implanted in the patient's left eye (os) on (B)(6) 2018. Reportedly, the patient complained of having poor vision post-operation. On (B)(6) 2018, the patient went for his follow-up appointment and the doctor found that the lens had rotated 10 degrees. On (B)(6) 2018 the lens was repositioned during a secondary surgical procedure. Additional information was received and it was learnt that on (B)(6) 2018, the intraocular lens was explanted and replaced with a zxr00 14.5 diopter. The incision was enlarged and sutures were used. The patient was reported doing very well when discharged. Visual acuity (pre-initial implant): 20/100+1. Visual acuity post-op (post-initial implant): 20/150. Visual acuity post-op (post-replacement): 20/25. The account commented that the explanted lens is not available for evaluation. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.